Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital after interrogation of this device showed that the battery was completely depleted. The patient is awaiting a replacement procedure, while the device has been deactivated. No adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital, and after interrogation of this device the battery showed complete exhaustion. The patient was awaiting a replacement procedure, while the device has been deactivated. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.

Event description:
It was reported that this patient was admitted to the hospital, and after interrogation of this device the battery showed complete exhaustion. The patient was awaiting a replacement procedure, while the device has been deactivated. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct initial reporter first and last name, and the occupation.